Event description:
The manufacturer was contacted in reference to the remstar auto a-flex device that was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the bottom enclosure. In addition, the device had dust/dirt contamination, displayed error code e053 (err_comp_log_sem_timeout) and the power connector was destroyed. The device was scrapped as per customer request.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-112175. This report was submitted as a correction report of the previously submitted report. Country of occurrence has been updated from "cyprus" to greece" and box e: initial reporter details have been updated.